Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. A retroperitoneal bleed/ hemorrhage is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. The minimum required vessel diameter for an 18 fr sheath is 6.5 mm. The patient¿s access vessel mld was reported to measure 5.7mm with mild calcification and tortuosity. In this case, it appears that patient factors (access vessel diameter smaller than minimum requirements) likely contributed to the possible iliac artery injury and retroperitoneal hematoma. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, a percutaneous transluminal angioplasty (pta) was performed at the end of the transfemoral tavr procedure to repair an iliac artery dissection. This was a borderline case between a 23mm and a 26mm sapien xt valve. A 26mm kit was selected at the start of the procedure. Prior to inserting an 18fr esheath, a cutdown was performed within the right femoral artery (fa) and a 20fr dilator was inserted; however, it got stuck between the external iliac artery (eia) and the common iliac artery (cia). A cutdown was performed in the left femoral artery but there was difficulty inserting the 20 fr dilator. The artery was cut into the cia and approached from the retroperitoneum with an 18 fr esheath. A 23mm sapien xt valve was implanted with nominal volume. A mild dissection was observed in the right cia to eia at the end of procedure, a pta repair was performed in the right cia to eia and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.7mm with mild calcification and mild tortuosity.